Event description:
It was reported that during a lap lsh procedure, after receiving an error code 5, the blade tip broke off on the first device. They then used monopolar scissors to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Eval summary: the analysis showed that the device a was returned with the distal tip of the blade broken off with b-form staples embedded in the tissue pad, evidence that the blade had been in contact with another metal. The remaining blade portion was scratched. Possible causes for blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and the blade "lockout" later in the procedure, and continued usage can result in a broken blade. Device b was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Possible cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with not anomalies noted during the manufacturing process.